Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a (B)(6) year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included body mass index normal, umbilical hernia, depression, anxiety, breast operation, esophagogastroduodenoscopy, thyroidectomy, wisdom teeth removal and tubal ligation. Previously administered products included for an unreported indication: paragard. Concurrent conditions included herpes nos, cervical dysplasia, solitary kidney, chest wall pain, sciatica, low back pain, chronic kidney disease, hypothyroidism, heterozygous haemoglobin e and factor v leiden mutation. Concomitant products included acetylsalicylic acid (aspirin), alprazolam (xanax), bupivacaine, bupropion hydrochloride (wellbutrin), citalopram, gabapentin, methylprednisolone, minoxidil (unipexil), morphine hydrochloride (morfin epidural), steroid antibacterials, valaciclovir (valacyclovir) and venlafaxine hydrochloride (effexor). On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2015, the patient experienced dyspareunia ("dyspareunia(painful sexual intercourse)") and female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). In (B)(6) 2015, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), tooth disorder ("dental problems"), headache ("headaches") and migraine ("migraines"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal,menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal,menorrhagia)"), alopecia ("hair loss") and procedural pain ("status post essure implant pain") and was found to have weight increased ("weight gain"). The patient was treated with surgery (laparoscopic bilateral salpingectomy with removal of the essure implants.). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, dysmenorrhoea, dyspareunia, female sexual dysfunction, tooth disorder, headache, migraine, alopecia, weight increased and procedural pain outcome was unknown. The reporter considered alopecia, dysmenorrhoea, dyspareunia, female sexual dysfunction, headache, menorrhagia, migraine, pelvic pain, procedural pain, tooth disorder, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20.5 kg/sqm. Abdominal x-ray - on (B)(6) 2018: impression : no evidence for acute process. Ultrasound pelvis - in (B)(6) 2018: impression : unremarkable pelvic ultrasound. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-apr-2019: pfs received: case becomes valid since all events are specified and became incident. New events- vaginal bleeding menorrhagia, apareunia, dental problems, dysmenorrhea, dyspareunia, hair loss, migraines headaches, pelvic pain,weight gain and status post essure implant pain were added. Lab test was added. Concomitant conditions & drugs were added. Medical histories were added. Reporters were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.